Event description:
Post cerebral angiography, the pt was found to have patches of erythema possibly representing micro emboli. This was subsequently thought to be potentially caused by the outer coating of the catheter used; found to shear off as it was pulled out of the vascular sheath, forming a viscous substance on the tip of the sheath within the artery. Warm packs applied. Completely resolved by (B)(6) 2013.